Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4)) displayed (ua) 45 (not at "home" position after power-on/restart) error message was confirmed based on analysis of the retrieved archive data but not during the functional testing. The root cause was due to driveshaft not to be at "home" position. The user was able to clear the ua 45 error message. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The secondary and tertiary reported complaint of the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message and ua 19 (max applied load exceeded) error message were also confirmed based on analysis of the retrieved archive data and during the functional testing. The root cause was due defective load cells that was likely attributed to mishandling such as a drop or a defective component. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing. However, during further functional testing the platform failed load cell characterization test due to defective load cells. Thus, confirming the ua 7 and ua 19 error messages. The defective load cells were replaced to remedy the ua 7 and ua 19 errors. A review of the archive data showed ua 45, ua 7 and ua 19 error message to have occurred around the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. After clearing the ua 45 error message, the platform performed a few compression and displayed ua 19 (max applied load exceeded) error message. Following this, the ua 19 was cleared and the platform displayed ua 7 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.